Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. This was identified during the initial drain cycle of peritoneal dialysis therapy while the patient was connected. There was nothing found during troubleshooting that could have caused or contributed to the reported condition. The technical service representative advised the caregiver to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.